Event description:
I had a spinal fusion (B)(6) 2018. During surgery screws kept breaking and surgeon had to replace. On (B)(6) had surgery because another screw broke, breaking my pedicle bones and fracturing my transverse process bones. Dr. Sent screw into spinal elements. He said he had never seen a head of a screw break off and the shaft break away from the head of a screw. Spinal elements will not return calls to dr. Or to myself. They are in possession of screw. This should have been reported by (B)(6) and spinal element in (B)(4). I do have serial numbers of all of the rest of the screws and have those screws in my possession.